Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip would not deploy. The same issue happened with the second and third resolution 360 clip devices. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6)2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of the clip was unable to release from catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device . Microscopic examination was performed, and it was noted that the clip arms were bent. Functional evaluation was performed and the device was able to deploy without problem. No other problem with the device were noted. During the product analysis, clip arms bent is likely due to the clip was opened inside the scope and this condition directly affects the integrity of the device, causing the found problem. The reported event was not confirmed. The device was returned with the clip assembly still attached and the clip was able to deploy without problem. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip would not deploy. The same issue happened with the second and third resolution 360 clip devices. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6), 2021*** it was reported that there were only two resolution 360 clip devices that malfunctioned during the procedure. Both clips grasped and locked onto tissue, but did not release from the catheter to deploy. The third clip was able to grasp/lock and successfully released onto tissue.

Event description:
It was reported to boston scientific corporation that three resolution 360 clip devices were used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip would not deploy. The same issue happened with the second and third resolution 360 clip devices. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on november 08, 2021: it was reported that there were only two resolution 360 clip devices that malfunctioned during the procedure. Both clips grasped and locked onto tissue, but did not release from the catheter to deploy. The third clip was able to grasp/lock and successfully released onto tissue.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of the clip was unable to release from catheter. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.